Event description:
Reference number (B)(4). Event occured in the united kingdom. It was reported that the patient faced adhesive issue event on (B)(6) 2026. The patient reported that infusion set became loose. No further information is available

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.